Event description:
It was reported that the bd alaris¿ versasafe¿ extension set experienced separation. The following information was provided by the initial reporter: connection at the split septum fell apart during an infusion.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the customer reported the tubing split and returned one photo of the sample. The photo verifies the failure of separation at the y-site inlet. The physical sample was not returned, and a failure investigation wasn't performed, so the root cause remains unconfirmed. Manufacturing issued a quality alert to the assembly line since this is the first complaint for material 10807851. A device history record review for model 10807851 lot number 21069650 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ versasafe¿ extension set experienced separation. The following information was provided by the initial reporter: connection at the split septum fell apart during an infusion.